Event description:
It was reported that a patient presented with a diagnostic anomaly noted on the patient's implantable cardioverter defibrillator. Interrogation of the device was able to restore normal function. The patient was stable throughout.